Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The getinge service territory manager (stm) that was dispatched to evaluate the issue and could not duplicate the issue. The stm completed multiple insert and exert of the fiber connection. The stm completed the fiber optic test and no issue was found in the test data. The unit passed all functionality and safety checks to meet factory specifications. The unit was returned to the customer and cleared for in-service training and clinical use.

Event description:
It was reported that cardiosave intra-aortic balloon pump was not sensing catheter and when switched the sensor it worked. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.